Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of device (left coil) and heavy uterine bleeding. These events are anticipated in the reference safety information for essure. Coils had not been removed until time of this report. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the device dislocation was considered related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("heavy uterine bleeding") and device dislocation ("migration of device (left coil)") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2014, 582 days after starting essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, menorrhagia ("unusually heavy menstrual cycles") and headache ("headaches"). The patient was treated with hysteroscopy with dilation and curettage and thermachoice ablation . Essure treatment was not changed. At the time of the report, the uterine haemorrhage, device dislocation, menorrhagia and headache outcome was unknown. The reporter considered uterine haemorrhage, device dislocation, menorrhagia and headache to be related to essure. Diagnostic results: (B)(6) 2014 hysteroscopic and endometrial biopsy: demonstrated that the implant left tube placement could not be noted but the right tube ostium was visualized. *on (B)(6) 2015 hysteroscopy with dilation and curettage and thermachoice ablation: demonstrated again no visualization of the essure implant in the left fallopian tube company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of device (left coil) and heavy uterine bleeding. These events are anticipated in the reference safety information for essure. Coils had not been removed until time of this report. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the device dislocation was considered related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('heavy uterine bleeding') and device dislocation ('migration of device (left coil)/migration') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced menorrhagia ("unusually heavy menstrual cycles"), headache ("worsening headaches"), pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding") and migraine ("worsening migraines"). The patient was treated with surgery (hysteroscopy with dilation and curettage and thermachoice ablation was done.). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, device dislocation, menorrhagia, headache, pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014 hysteroscopic and endometrial biopsy: demonstrated that the implant left tube placement could not be noted but the right tube ostium was visualized *(B)(6) 2015 hysteroscopy with dilation and curettage and thermachoice ablation: demonstrated again no visualization of the essure implant in the left fallopian tube quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('heavy uterine bleeding') and device dislocation ('migration of device (left coil)/migration') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On (B)(6)2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced menorrhagia ("unusually heavy menstrual cycles"), headache ("worsening headaches"), pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding") and migraine ("worsening migraines"). The patient was treated with surgery (hysteroscopy with dilation and curettage and thermachoice ablation was done.). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, device dislocation, menorrhagia, headache, pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results: (B)(6)2014 hysteroscopic and endometrial biopsy: demonstrated that the implant left tube placement could not be noted but the right tube ostium was visualized *(B)(6)2015 hysteroscopy with dilation and curettage and thermachoice ablation: demonstrated again no visualization of the essure implant in the left fallopian tube quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Events worsening abnormal bleeding, worsening pain and worsening migraines were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('heavy uterine bleeding') and device dislocation ('migration of device (left coil)/migration') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced heavy menstrual bleeding ("unusually heavy menstrual cycles"), headache ("worsening headaches"), pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding") and migraine ("worsening migraines"). The patient was treated with surgery (hysteroscopy with dilation and curettage and thermachoice ablation was done.). Essure treatment was not changed. At the time of the report, the abnormal uterine bleeding, device dislocation, heavy menstrual bleeding, headache, pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered abnormal uterine bleeding, device dislocation, genital haemorrhage, headache, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2014 hysteroscopic and endometrial biopsy: demonstrated that the implant left tube placement could not be noted but the right tube ostium was visualized (B)(6) 2015 hysteroscopy with dilation and curettage and thermachoice ablation: demonstrated again no visualization of the essure implant in the left fallopian tube quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information added. Patient's date of birth updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.